Event description:
Additional information received indicated that the system also exhibited undersensing. Subsequently, the physician decided to perform defibrillation threshold (dft) testing with successful conversion and with normal shocking lead impedance measurements obtained. Subsequent information received indicated that the high out of range shocking lead impedance measurements continued to be observed. Additional information has been requested, however, at this time no additional information is yet available. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. A review of the trend showing no additional adverse patient effects were reported. A review of the trend showed that measurements have been stable and no evidence of noise was noted. Boston scientific technical services (ts) discussed the possible causes and advised performing commanded shocks. Additional information obtained from a field representative indicated that remote patient monitoring will be continued and the physician may elect to perform the commanded shocks if the shock impedance measurements continue to increase. At this time, the system remains in service. No adverse patient effects were reported.